Event description:
A beckman coulter representative reported that a shipping package was returned by the carrier as damaged with a comment that read "product was leaked upon." The proper ppe (personal protective equipment) was used when handling the product. No one came in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed.

Manufacturer narrative:
Included in this package was a container for beckman synchron triglycerides reagent. There is no information to indicate whether all or any of the enclosed products leaked. The product was returned in a salvage drum and inside a poly bag. The products included in the package were the following: cx triglyceride reagent 2 x 300 test: p/n (B)(4), lot m112262, manufacturing (mfg) date: 01/24/2012, expiration (exp) date: 07/31/2013; cx/lx lip kit 2 x 60 test: p/n (B)(4), lot m111230, mfg date: 01/25/2012, exp date: 07/31/2013; cx/lx alp kit 2 x 400 test: p/n (B)(4), lot m201203, mfg date: 02/09/2012, exp date: 08/31/2013; cx/lx alt kit 2 x 400 test: p/n (B)(4), lot m112250, mfg date: 02/10/2012, exp date: 08/31/2013. Hdl direct 2 x 200 test cartridge: p/n (B)(4), lot m112244, mfg date: 01/17/2012, exp date: 07/31/2013. (B)(4).